Event description:
Patient spontaneously called to report one of his pumps malfunctioned (sn (B)(4)). It was beeping but no error code was listed. There was no error, no occlusion or kinks, no clamp. He tried turning it off and on, he tried changing batteries, still continued to beep without error code. He switched to back up pump and is infusing without issue. No other info. Did the reported product fault occur while in use with patient? Yes. Did the product issue cause or contributed to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.